Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log shows multiple paddle shocks in the log followed by poor pad contact messages. This is an expected prompt if the paddles detect an impedance that exceeds a threshold. The r series operator's guide in the section defibrillator output energy, states, an adequate amount of electrolyte gel must be applied to the paddles and a force of 10 to 12 kilograms (22 to 26.4 pounds) must be applied to each paddle in order to minimize this impedance. The log also observed the user chanrged the defib with the paddle charge button but tried to shock with the defib shock button. When paddles are connected to the r series and the device is charged, the device is only able to discharge through the paddle discharge button. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.